Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Failure analysis of the batteries revealed that the devices passed visual inspection. Functional testing revealed that the batteries were programmed with an incorrect chemistry ID firmware file, affecting the batteries' estimation of their relative state of charge (rsoc). Review of log files could not be performed as the log files covering the reported event date were not available. As a result, the reported critical battery alarm event could not be confirmed. However, the batteries' estimation errors associated with the incorrect chemistry ID may cause the battery's capacity to drop below 10% rsoc, thus triggering a critical battery alarm. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event may be attributed, but not limited, communication errors between the controller and batteries or to bat teries programmed with the incorrect chemistry ID during the manufacturing process. CAPA pr00471739 was opened to investigate batteries programmed with the incorrect chemistry ID firmware file. Additional products: bat815120 img:g02002 h6:FDA method code(s):b14 h6:FDA result code(s): c16 h6:FDA conclusion code(s):d0301 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries exhibited critical battery alarms while they were charged at 75%. The batteries were exchanged. No patient complications have been reported as a result of this event.